Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt was unhappy with near vision and the lens was explanted. Add'l info has been requested but no new info has been provided.